Event description:
It was reported, "the triathlon knee components implanted on (B)(6) 2009 were revised due to infection and replaced with antibiotic spacer. Revision date unk and revised components were discarded by the hospital."

Manufacturer narrative:
The following other devices were listed in this report: triathlon cr x3 tibial insert, cat# 5530-g-609, lot nghk1w. Triathlon-cr femoral component cemented # 5 right, cat # 5510-f-502, lot sncxs. Triathlon asymmetric x3 patella, cat# 5551-g-381, lot 905x. Speedset-us full dose 10 pk, cat# 6192-1-010, lot dfq011. It cannot be determined which, if any of these devices may have caused or contributed to the pt's infection. An evaluation of the device cannot be performed as the device was discarded by the hospital and not returned to the manufacturer. Additional information including x-rays and medical records was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.